Event description:
It was reported that during a ovarian resection, the stopcock had been clogged up. It seemed to melt. Another device was used to complete the case. There was no adverse consequence to the pt. Device will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.